Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and tamponade and the right atrial (ra) lead exhibited lead perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.